Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, unstable thresholds, intermittent loss of capture, high impedance, increased impedance trends and noise. The patient was reported to have experienced syncope. The rv lead was capped. A new transvenous system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.